Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.; associated MDR's# 1225714-2013-02268 and 1225714-2013-02269. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient's experienced both a cardiac event and stroke. The patient subsequently expired on the same date that these injuries occured, all of which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Associated MDR #'s 1225714-2013-02268, 1225714-2013-02269.